Event description:
It was reported that the patient this cardiac resynchronization therapy pacemaker (crt-p) experienced a syncopal episode and went to the emergency room (ER). In the clinic the patient was found to be in atrial flutter and the arrhythmia was entirely sensed. There was occasional right ventricular (rv) pacing which then typically inhibited the left ventricular (lv) pacing. There was a ventricular episode that showed ventricular tachycardia (vt) after a ventricular rate regulation (vrr) pace. There was undersensing noted on the ventricular channel which led to rv pacing. Ts recommended programming changes for this device. This crt-p remains in service. No additional adverse patient effects were reported.